Event description:
The user facility reported patient was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, computed tomography (CT) revealed a large right-sided parenchymal hemorrhage accompanied by vasogenic edema. Subsequently, the patient experienced a cardiac arrest, initially presenting with pulseless ventricular tachycardia (vt) requiring multiple shocks from an implantable cardioverter-defibrillator. This progressed to a polymorphic vt with a pulse, requiring further defibrillation shocks and cardioversion. The decision was made by the family to withdraw care and remove the impella 5.5. The patient expired. No allegations were made towards the impella for cause of death. Upon review by abiomed's medical safety officer, the use of the device cannot conclusively be associated with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of stroke/cva and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.